Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the "fill port" of an exactamix 1000 ml eva tpm bag during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed and noted the reported leak near the fill port. Microscopic testing found a tear where the bag connects to the fill port tube. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.